Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc (importer) is submitting this report on behalf of b braun (B)(4). This event was conveyed to b braun by a third party, non profit organization that is not at liberty to share customer info. As such, the actual device involved in the event has not been returned for evaluation. Without the actual device, serial number and/or logs, a thorough investigation could not be performed and no specific conclusions can be drawn as to the cause of the event. If the device is returned and/or add'l pertinent info becomes available, a follow up report will submitted.